Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 500 mg/dl. Troubleshooting found that the sensor may have malfunctioned and advised customer to wait until blood glucose is stable to calibrate and reposition. Customer indicated that they would reposition the sensor in a different site. Customer was advised to monitor their high blood glucose and call back if further assistance is needed.